Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 31.2 mmol/l and 12.7 mmol/l; 29.4 mmol/l and 12.1 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.